Manufacturer narrative:
MFR #3003721894-2016-00308 is associated with argus case (B)(6), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the u.s.

Event description:
Intestinal obstruction [intestinal obstruction]. Most of the cream has been swallowed by the consumer [accidental device ingestion]. Case description: this case was reported by a pharmacist via call center representative and described the occurrence of intestinal obstruction in a patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced intestinal obstruction (serious criteria gsk medically significant and clinically significant/intervention required), accidental device ingestion (serious criteria gsk medically significant), wrong technique in device usage process and device adhesion issue. On an unknown date, the outcome of the intestinal obstruction, accidental device ingestion, wrong technique in device usage process and device adhesion issue were unknown. The reporter considered the intestinal obstruction to be related to polident denture adhesive cream. It was unknown if the reporter considered the accidental device ingestion and device adhesion issue to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the consumer has complete removable dentures for his upper jaw and he has been using polident denture adhesive cream to put on his dentures for 2 to 3 years. However, he did not follow the instructions when using the cream. He applied excessive amount of cream to his dentures as the dentures did not stay in place if he applied according to the amount stated in the instructions. Every time he removed the dentures, there was still a little bit of cream remaining on the dentures. Most of the cream has been swallowed by the consumer. Recently, he was diagnosed with intestinal obstruction.